Manufacturer narrative:
Coil of the guidewire was long elongated to approx. 220mm and separated due to pull-apart force. Internal coil was also elongated but not separated, while core wire structure was found broken at approx. 12mm from distal end. Sem observation of breakage site revealed that the core wire was also broken off due to pull-apart force. Lot history review revealed no anomaly relating with the reported event. With the provided information and the outcomes of investigation, it is inferred that guidewire distal end was caught in the microchannel, where guidewire pull-back manipulation was applied with force, resulting in the breakage of the core wire due to the force exceeding the product design limit. Along with removal of guidewire, coil might be elongated and broken apart.

Event description:
Reportedly, in the treatment the lesion at lad # 7, unknown guidewire was advanced into d1 branch for protection, and the subject guidewire was advanced in the target vessel, stent delivery system was advanced over the subject guidewire and two stents were deployed. Upon removal of the guidewire, tip rapping was noticed and during the attempt to remove, the tip of the guidewire was broken off in the vessel. The fragment was kept left in the anatomy at the physician's discretion. Physician commented that the guidewire distal end might have strayed into microchannel and be trapped.